Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for an arm surgery and not diabetes related. Troubleshooting was performed. The customer stated that his blood glucose went up to 400 mg/dl. The customer reported having signs of nausea and possible diabetes ketoacidosis. The customer stated that he does not have a back up plan, and he has been treating with boluses. The customer stated that he changes the infusion set to resolve the issue. The customer also stated that he changes the infusion set every four days. Instructed the customer to change the infusion set every two to three days. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.